Manufacturer narrative:
(B)(4). Approximate age of device ¿ 49 days. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient complained of visual changes in early (B)(6) 2018. A brain non-contrast CT on (B)(6) 2018 revealed an acute intracerebral hemorrhage in the right occipital lobe and an acute hemorrhagic infarction. It was determined that there was no need for specific management due to the small lesion. The patient¿s status improved on (B)(6) 2018, and the patient was discharged from the hospital on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvad and the reported event could not conclusively be determined through this evaluation. Bleeding and stroke are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.